Event description:
During lap roux-en-y gastric bypass for gastric outlet obstruction, endopath stapler was hard firing and staples were not closing. Discontinued use of stapler and new stapler obtained. No further issues for remainder of operative procedure.